Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass they experienced a h/s cuvette disconnect error. This event was originally deemed not reportable; however, it has become associated with voluntary safety alert (B)(4). The safety alert was initiated by terumo on (B)(4) 2015. *no known impact or consequence to patient. *product was not changed out. *surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on january 5, 2016. (B)(4). Two different samples were returned from the same hospital for the same issue. They were returned unidentified as to which complaint each sample was from; therefore, both samples were investigated for each complaint. The other complaint is being reported in MFR # 1124841-2016-00009. The returned samples were microscopically inspected, and the magnets of the cuvettes did not reveal any potential defect that would inhibit part functionality. A review of the device history record revealed no manufacturing anomalies. One of the returned samples was found to have difficulties connecting to the cdi 500 monitors when the functionality of the magnet was tested. The strength of the magnet from the sample was measured and found to be lower than normal. The other sample was found to have no difficulties connecting to the cdi 500, and the magnet strength was found to be normal. The root cause of the failure was determined to be defective magnets that have a lower magnetic strength than normal. These magnets are manufactured by an outside supplier, (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.